Manufacturer narrative:
The customer called technical support to report that the battery was not charging-- the charging light emitting diode (led) was not flashing. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse replaced the power management (pm) printed circuit board assembly (pcba), but the issue remained. The investigation is ongoing.

Manufacturer narrative:
H10: the customer requested that a field service engineer (fse) be dispatched onsite. The fse was dispatched onsite to evaluate and repair the device. Upon arrival, the fse replaced the power management (pm) printed circuit board assembly (pcba), power supply, and central processing unit (cpu) pcba, but the issue remained. The fse has also ordered the replacement motor controller (mc) pcba in attempt to resolve the issue. After further evaluation, the fse found that the problem was with the battery-- the battery was previously replaced but appeared to be damaged. The investigation is ongoing. H11: d4 - product UDI #

Manufacturer narrative:
The field service engineer (fse) replaced the power management (pm) printed circuit board assembly (pcba), the power supply, and the central processing unit (cpu) pcba, but the issue remained. The fse has therefore ordered the replacement motor controller (mc) pcba in attempt to resolve the issue. The repair is still pending, and the investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not charging; the charging light emitting diode (led) was not flashing. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the battery was not charging; the charging light emitting diode (led) was not flashing. The customer also noted that the battery was newly installed at the beginning of the year. The remote service engineer (rse) advised the customer that the power management (pm) printed circuit board assembly (pcba) needed to be ordered for repair, and the customer requested that a field service engineer (fse) be dispatched onsite. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response, the replacement battery that was previously installed was a used battery that the customer had. Although the battery replacement initially worked, the issue persisted. The customer installed another battery, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.